Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 25mm pericardial aortic valve was treated via a valve-in-valve procedure after an implant duration of 11 years due to stenosis and high gradient. A 26mm transcatheter valve was successfully implanted without complications. Through review of medial records, this (B)(6) year old male initially underwent avr with a mechanical valve. Then a redo avr with a 25mm pericardial aortic valve which developed severe aortic stenosis. The patient was also found to have lv thrombus. The patient was undergoing anticoagulation was an outpatient when he developed severe respiratory illness, which resulted in acute decompensation. The patient was then admitted with influenza and had multiple ventricular tachycardia arrest, intraaortic balloon pump placed, patient improved and deemed neuro intact. Due to his severely depressed lv function and high-grade severe critical aortic stenosis, and urgent tavr was performed. Postoperatively, the patient was significantly improved, hemodynamically with even less pressor support and was transferred to the cvicu in stable condition with ongoing kidney injury and shock liver and respiratory failure. The patient and family were notified.